Event description:
It was reported by the customer that the device was displaying a service indicator. There were no reports of pt use associated with the reported event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. It was also observed that the unit had two error codes logged and that it would power on and off by itself. The coin cell battery was replaced and the proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed coin cell battery; however, the reported failure was not duplicated. Further root cause of the observed condition could not be determined.